Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular lead. The lead was capped and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).